Event description:
It was reported that a spectrum infusion pump had no sound during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing , 'no sound' was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be per visual inspection, the I/o pcb has a broken flex . I/o requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.